Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on investigation details the motor cartridge and motor housing were corroded and were replaced in addition to other components. The device was repaired adn returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported patient or user injury, and the case was completed successfully without delay.